Manufacturer narrative:
The device was in use for treatment. The ventricular lead was capped (taken out of service) and will not be returned for analysis. As a result, the allegations against this lead (low impedance) cannot be confirmed. Review of the device history record found no rejects or anomalies during manufacture of this lot. In addition, a review of complaints found no other complaints for this lot number. The instructions for use (IFU) provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. This lead remained actively implanted for approximately 11 years, 5 months. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this ventricular lead was capped (taken out of service) due to low impedance. There was no report of any patient adverse effects from this event.